Manufacturer narrative:
Initial reporter customer postal code: (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that, during a stone extraction, a ncircle tipless stone extractor's basket was noted to be unable to open and close. The user opened and tested the device prior to patient contact and noted that it was not functioning as intended. Another ncircle tipless stone extractor device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary: it was reported that, during a stone extraction, a ncircle tipless stone extractor's basket was noted to be unable to open and close. The user opened and tested the device prior to patient contact and noted that it was not functioning as intended. Another ncircle tipless stone extractor device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. The investigator made the following notation: product was returned in plastic clamshell only. Unable to actuate basket with handle. No visible damage. Disassembled handle to manually actuate but was unable to deploy basket. Pulled cannula from support sheath to verify basket was inside, basket was attached and appeared normal. Could not identify cause. Reported failure mode was confirmed. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A functional test confirmed the basket of the device was closed and could not be opened. No damage to the device was visible. The handle was removed and the basket could not be manually opened, indicating the issue was related to the basket/sheath assembly and not the handle. No cause for the failure of the basket to open could be determined. It is possible that damage occurred to the inside of the basket sheath not was not visible, or that some small object was caught between the sheath and basket, but neither possible cause could be confirmed. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
An additional device failure analysis was completed on 21dec2021 and noted: two deformed areas noted on basket sheath. It was also noted that the support sheath was separated from the basket sheath. A functional test confirmed the basket of the device was closed and could not be opened. The support sheath and basket sheath had separated, preventing the motion of the handle from functioning the basket. The cause for the separation could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.